Event description:
It was reported by the patient that they have pain at the implant site and they have concerns about device migration. Follow-up was conducted for additional information but multiple attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.